Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rod slipped out of tulip head post-op. Revision needed. Per complaint form: the chief resident notified myself the territory representative of a hardware slip (rod) from a one level lumbar fusion (l4-l5) back in (B)(6) 2016. He said that he selected too short of a rod when he implanted. During the case, he asked what he thought about the length. Sales rep said, ¿as long as there is rod extending outside of the tulip head both cephalad and caudally and locked down (final tightened/torqued) then it is appropriate¿. According to sales rep, doctor responded, ¿I think there is enough. This chief resident of emory neurosurgery (same contact info as (B)(6), the attending surgeon) was the implanting surgeon. When I asked him if he was going to revise it when he notified me, he said he did not know. I followed up with him weeks later on jan 3rd, 2017 and asked him what he planned on doing, he still did not know at the time. He decided to revise the patient and replace the rod from the initial surgery. During the revision, he exposed the pt in the thoracic region, removed the set screws (1797-02-000) and corresponding rod (1797-71-040). He looked in the wound and replaced a longer expedium 5.5 titanium rod (1797-71-045) in the tulip heads (1797-02-000) and proceeded to final tighten. He was happy with the results and the length of the new rod.